Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that they did press a button down for 3 minutes or longer. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version = 4.11d retainer ring = black case type = ngp customer returned pump for an alleged keypad unresponsive/button error alarm on 28-jul-2022. Pump received with an unresponsive keypad. Unable to perform displacement test and self test due to unresponsive keypad. Keypad overlay was peeled and corroded keypad was noted. No physical damage noted to keypad assembly and j1 connector on pcba1 was locked properly during visual inspection. Pump was successfully downloaded using thus. Verified pump alarmed stuck key alarm multiple times on 07/27/2022 starting at 15:12:43.000. Additionally the pump alarmed pump error 53 in pump downloaded history on 07/27/2022 at 17:57:51.000 with line number = 5632 and file number = 2005 due to a software anomaly. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, pillowing keypad overlay and keypad overlay texture damage. Keypad unresponsive/button error alarm confirmed due to corroded keypad. Pump error 53 was confirmed due to a software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Pump was returned for failure analysis.